Event description:
It was reported that during an implant attempt, a clean guidewire could not be inserted through a new and unused left ventricular [lv] lead and the lead became rippled. The lv lead was not used in the patient and a different lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that the lead appeared damaged at implant. The analyst also commented that the guidewire insertion test failed because of all the conductors being distorted.